Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information and explant date, however, no information was received.

Event description:
It was reported that patient's thoracic scs system was explanted at an unknown date. No further event details were known or provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.